Event description:
It was reported that the device reached elective replacement indicator (eri) early and that no battery or impedance values were shown when the device was interrogated. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis results reveal that the condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.